Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the microclave port of the microbore extension set and was being used to deliver and unspecified medication. After an unspecified length of time in use, the nurse returned to the patient's room and noted that the option-lok male adapter had disconnected from the microclave port and an unspecified volume of medication leaked onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of critical therapy for this patient. Though requested, no additional information was provided.